Manufacturer narrative:
(B)(4).

Event description:
Procedure: c-section closure. According to the procedure: surgeon has a few pts who had incisions from c-section dehisce. Suture did not support closure of the incision. The events happened immediately after procedure.